Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump using pump reset information, and the malfunction code did not recur after the reset. Customer was advised to call back if the malfunction code reappeared and understood the instructions.